Event description:
The customer reported that the alarms were not provided for a heart rate high limit violation.

Manufacturer narrative:
The customer reported that no alarms were provided for a heart rate high-limit violation. The device has been tested post-incident by the field service engineer (fse) and was found to be performing to specifications. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).